Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, per post procedure discussion, the valve may have been undersized. In addition, deployment of the first valve in a canted position appears to have contributed to the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
Approximately, one year and three months post implantation of a 26mm sapien 3 valve, severe pvl was noted requiring a second valve. During initial deployment of the valve, the bottom of the center marker was positioned at the insertion point of the leaflets. The valve was slowly deployed under rvp with a final position of 90:10 lcc, 50:50 rcc. Tee revealed moderate pvl. Post-dilation was performed with an additional +1cc (total 24cc). Tee revealed mild pvl and no central leak. After much discussion, it was decided not to post-dilate again. The thought was that the mitral ring anastomosis was contributing to an inability to complete the seal and there were concerns that the lvot would not tolerate another post-dilation. The patient left room in stable condition. On the follow-up echo, severe pvl was noted at the rcc leaflet where the valve was in a lower position. A delivery system was prepared with nominal volume (23cc), then positioned and deployed 2-3mm above the first valve. Tee revealed moderate pvl. Post-dilation was performed twice under rvp with an additional +2cc, resulting in mild-moderate pvl and no central leak. The procedure went well and the patient remained stable. There was no indication that the valve migrated. Per post procedure discussion, the first valve may have been undersized at -3.5%. The native annulus measured 25mm by tee and 22.9mm x 29.4mm with an area of 538mm2 by CT. The native aortic annulus, leaflets and aortic root were mildly calcified. The patient had severe mitral annular calcification (mac). The image intensifier angle was good; however, the coaxial alignment of the delivery system was noted to be fair. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.